Manufacturer narrative:
The device passed rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms. The customer's blood glucose levels was unknown. Troubleshooting was performed related to no delivery alarm. The customer stated that the insulin did not exit during the manual prime. The customer was advised to replace out the insulin pump. The customer reported that insulin pump alarmed during manual prime. Product is expected to return for analysis.